Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. Reportedly, the customer was using apidra within the pump supplies. Supply changes were performed resolving the occlusions. There was no reported adverse impact to the customer's blood glucose level.